Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received critical pump error. The customer's blood glucose level was unknown at the time of the incident. The customer was swimming and the insulin pump was exposed to moisture. They saw a red x on the insulin pump display. There was a crack on the insulin pump's battery compartment. They were advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. We were unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the critical pump error alarms. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was received with the case cracked behind the pump near the battery compartment and cracked battery tube threads.